Event description:
On (B)(6) 2018 (possibly (B)(6) 2018) I received a bilateral lung transplant at (B)(6) medical center in (B)(6). In early (B)(6) 2019, a red infected-looking bump appeared on my left chest near my transplant incision. I mentioned it to my (B)(6) pulmonologist who shot a photo and sent it over to the (B)(6) cardiovascular surgery department, and said that they would be getting back to me soon. About a month went by and I never heard anything, so I just figured it was no big deal. Then a few weeks later a larger more prominent bump appeared near the center of my chest and near my transplant incision. This time, I reported it to my pulmonologist and asked why no one had contacted me. He referred me over to (B)(6) cardiovascular surgery for an appointment, and I was seen around (B)(6) 2019. The surgeon who saw me scheduled me two days later for chest surgery to explore my chest, remove any infection and chest hardware, and culture the specimens removed. I also saw infectious disease doctors at (B)(6) who eventually told me the cultures had grown staph epidermidis bacteria and also another bacteria they weren't certain about. I was immediately put on IV antibiotics which I took for about 2 weeks but am no longer taking those. About 2 weeks after the mid- (B)(6) 2019 operation to explore my chest and remove infection, I had to undergo another chest operation at (B)(6) med center to re-explore the wound and close it (it had been left open after the mid-(B)(6)operation and I had to have a wound vac). This second operation was around (B)(6) 2019, and just as I was being discharged from the hospital, they ran in and told me the 2nd bacteria was mycobacterium chimaera and I would have to stay in the hospital for treatment. I had more IV antibiotics and was started on 3 more oral antibiotics which I am still taking as of (B)(6) 2020 (rifabutin, ethambutol, and azithromycin). About a month or so ago, more bumps began to appear near my transplant incision, one of which drained pus, and another required draining with a needle. They cultured the pus that they removed and it came back mycobacterium chimaera. About two weeks ago, I was required to have a third surgery by the (B)(6) cardiovascular surgery department to remove more infected areas and remaining chest hardware from the right side of my chest. The doctors told me that the remaining hardware was a hiding place for more mycobacterium chimaera. The cultures from that are still being studied. This whole experience has cost me at least (B)(6) out of pocket so far, and the additional pain and suffering that went along with having 3 operations on my chest, and having intestinal problems and fatigue from taking all the heavy-duty antibiotics I've had to take. My infectious disease doctor recently told me that I would continue to have to take these medications for at least another year. One serious problem with all this is that I was told (B)(6) would cover my out of pocket expenses related to these medications (about (B)(6) over about 7-8 months), and that my expenses would continue to be covered related to this most recent surgery. However, (B)(6), the agency that works with the (B)(6) have told me that no payments of any kind will be provided to me until my treatments are completely over. I told them and my (B)(6) doctors that this isn't what I was told originally, and shortly after (B)(6) said they were only going to offer me (B)(6) maximum, and to get that I had to sign off that I wouldn't expect anything further in the way of reimbursement of my out-of-pocket expenses related to these infections. Of course, I said I couldn't accept this given that I had to continue taking the expensive antibiotics for at least another year and would be facing an estimated total expense of (B)(6) to (B)(6). I may continue to require repeated operations on my chest to remove infected material, and my infectious disease doctors say there may be no end in sight to mycobacterium problems. On about (B)(6) 2019, I was also informed that staph epidermidis had grown out of the mid (B)(6) surgical specimens taken near my lung transplant incision (left chest). I was told by my (B)(6) cardiovascular surgeon and my (B)(6) infectious disease physician that my mycobacterium infection was due to a heater-cooler machine used on me during my lung transplant. I also received a letter from (B)(6) medical center that 3 or 4 more people operated on at (B)(6) around the same time as me had shown up with the same type of infection. So far, 3 chest surgeries. Oh my gosh, lots of anti-rejection meds, antibiotics, and other meds to help prevent rejection of my lungs. Main anti-rejection meds are tacrolimus and mycophenolate. FDA safety report ID# (B)(4).